Event description:
It has been reported to philips that the live image was paused during fluoroscopy. The device was in clinical use at the time of the reported event, and the procedure got delayed. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was performed when the issue happened, and procedure was delayed, and procedure was completed by delay. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy being paused started occurring after software update. After technical investigation it show the issue persists following the upgrade from version of software. The field of view during fluoroscopy results in a pause of approximately 0.8 seconds, which is considered normal behaviour. Fse checked with multiple upgraded system, but issue was same for all upgraded systems. The issue is permanent. After repairs were completed, system was returned to use in good working order. The codes were updated based on the investigation outcome.